Event description:
Caller alleged that they have frayed power cords. Results as follows: customer reports having 5 frayed cholestech ldx power cords. A few weeks ago two nurses felt a shock powering on two different cholestech ldx meters. Customer stated of the 5 power cords, the most frayed cords caused the shock. No injuries occurred as a result of the ¿shocks¿, and medical attention was not needed. Customer believes the power cords frayed from wear and tear over time. It is not known how long the power cords have been in use. Technical services is sending replacement power cords to the customer.

Manufacturer narrative:
Investigation pending.